Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed pump error detected alarm. The power management tool confirmed pump error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, loaded vlith improved somewhat.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 186 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.